Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported approx 56 months post stent graft implant the CT demonstrated that the stent graft had migrated approx 3 cm resulting in a distal type I endoleak. It was reported that the stent graft migration was due to the angulation of the aortic neck. The physician elected to treat the pt with another MFR's aortic cuff and performed a femoral to femoral bypass. The type I endoleak was resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Eval: results: (migration, endoleak). (Aortic neck angulation). Conclusion: (aortic neck angulation). Secondary intervention required.